Event description:
It was reported that the new tubing did not spike into the blood bags and other components of the device were not as stiff as they used to be made. If the filter in the #4 spot is not set in perfectly, the machine will not work. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation. This file was originally incorrectly filed under registration number mrn 9617604-2025-00225-00. The date of that submission was 28-may-2025.